Event description:
It was reported that during a photo selective vaporization procedure of the prostate, a fiber life courtesy message was displayed on the console screen there was a decrease in vaporization efficiency. The fiber was replaced; however, it prolonged the procedure by 8 minutes. When the second fiber was being used, the tissue was observed to be more coagulated than usual which led to more bleeding and operating room time. The patient did not have a hypercoagulability condition and was not on blood thinning medication which could have contributed to the event. The bleeding was not severe and no treatment was administered.